Event description:
Caller reports patient tested >8.0 inr and 2.4 inr on the coaguchek s system during duplicate testing. No treatment information was provided. No adverse event reported. Request return of suspect system and replacement sent.